Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the drug library not being configured to the specified manufacturer or size of syringe for the respective drug profile; if not, the user may be loading the syringe incorrectly. Also may have been the barrel clamp size sensor was not operating as intended. However, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 and h4: manufacturer date are unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the failure modes of the pump not recognizing the syringe before infusion and the pump stopping midway alerting to an emptied syringe during infusion occurred. It was reported that there were 8 occurrences of these failure modes with unknown serial numbers. If the serial numbers become known, additional reports will be filed.